Manufacturer narrative:
From the details we know of the incident it seems likely that the caregiver had not fully engaged the seat hooks into the mounting bar. The user reported that the right hook was bent, and pictures submitted by the caregiver show that the seat fell off the right side of the toilet. This suggests that the left hook was not engaged with the mounting bar allowing the seat to pivot to the right, deforming the right hook, breaking the right side of the mounting bar, and allowing the seat to fall off the right side of the toilet. The product manual and product labeling warns that the seat hooks must be fully engaged in the mounting bar. In addition, the report from the user suggests that she was not supervising the client at the time of the incident. The product manual warns that adult supervision is required at all times.

Event description:
It was reported that the client was using the rifton toilet seat mounted to a toilet using the mounting bar. One end of the mounting bar broke, and the toilet seat and the client fell sideways off the toilet. The client received a concussion.